Event description:
Blood pressure device did not inflate above 160. After many emails over a week and a half the company said it would ship out a new device once I shipped mine. They also said it would be sent 2 - 3 days. It's been 11 days and counting and they still have not shipped it. My doctor wants me to monitor my blood pressure because he changed my meds and needs to know where it's at. I told them I could not wait and I would just return this product for a full refund and purchase another one from another maker. They assured me it would be mailed out as soon as I mailed the defective one and they lied. Everything they have been telling me is lies and I know my blood pressure is high because I keep having massive headaches. Which is a sign of high blood pressure. My whole problem is, isn't there a rule against deceptive practices just to get you to buy their product or stop you from returning it for a full refund? Plus there's absolutely no way to leave a review about the company. That should have been a red flag from the start, but I didn't notice. Anyway the blood pressure monitor still has not been mailed as of (B)(6) 2024.